Event description:
It was reported that the pump did not detect the cartridge. There was no adverse impact to the customer's blood glucose level. The pump was determined to be in working condition after successful tests with different cartridges, but it was replaced because the ce marking was erased.